Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs a device is broken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/16/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was lump/nodule. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "a lump or thickening in or near the breast or in the underarm area", not side specific, no treatment or surgical intervention indicated and the device remains implanted. This record is for the right side.